Event description:
A tandem mobi cartridge alarm was reported while the pump was in use. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support confirmed the issue and arranged to replace the pump with one featuring updated software. The customer was informed about the available training and instructed on how to return the faulty pump. They opted to use the current pump until the replacement arrived and did not require a delivery signature.